Event description:
A customer reported obtaining imprecise sequential readings on their freestyle freedom meter. The customer reported that they obtained readings of 2.7 mmol/l and 21.5 mmol/l within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification for the device.